Event description:
Boston scientific received information that the patient with this device suffered a pre-syncopal episode at home and sought medical attention. During interrogation, it was not possible to communicate with the device. An electrogram showed third degree av block with no pacing spikes; the patient exhibited an escape rhythm of 35 bpm. A few days later the device was explanted and replaced with a non boston scientific product without complications and the patient dismissed. The explanted unit is intended to be returned for a post market evaluation. It was additionally reported that during the most recent clinical follow-up, approximately 10 days prior to the date of the reported incident, this device exhibited a magnet rate of 100/min, with an estimated longevity of 4.5 years.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be interrogated and memory could not be extracted from the device. Additionally, the device exhibited no pacing output. The device case was opened and the mixed mode integrated circuit (mmic) was isolated. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The location of the damage was in a portion of the circuitry that controlled the pacing output for the device. Final analysis concluded this damage occurred during the manufacturing process. Several corrective actions steps, including automated as well as manual processes, have been implemented to correct this issue.